Manufacturer narrative:
Device returned to manufacturer: the comet pressure guidewire was returned and analysis was completed. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The device was connected to the ffr test equipment to check for signal strength. No signal was noticed. The device showed shaft damage in the form of three kinks located at 93.5cm, 137.5cm and 163.5cm from the tip. There was some coating peeled at the 163.5cm location. The tip showed a bend. The pressure wire was connected to the analysis support test bench and all applicable data was correct pertaining to coefficient values; however, the modulation values were nonexistent. No modulation or low modulation may affect signal strength and an issue of the equipment not being able to recognize zero or the device. Low modulation may be caused by wire damage, bad sensor or a cracked sensor face. This wire showed a kink on the shaft which may contributed to the no modulation and the device not being recognized by the system. The pressure could not be tested due to the device not receiving a signal.

Event description:
Reportable based on analysis completed (B)(6) 2019. It was reported that the comet guidewire would not zero. The procedure was successfully completed with another comet without further issue or patient injury. However, the returned device analysis revealed some slight peeling of the device coating.